Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned for evaluation and therefore the alleged complaint event could not be confirmed. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.

Event description:
It was reported that the ar-12040 punch broke during a procedure. No further information was provided.